Manufacturer narrative:
H11: internal complaint reference: (B)(4). G1, d3 and d4 were updated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H11 h3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the production history review was not possible. Due to limited information, it is not possible to conduct a review of historical complaints. Due to insufficient information, it is not possible to perform a review of past corrective actions. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Insufficient information was made available to determine the revision of the instructions for use applicable to the device at the time of manufacturing. However, a review of the current revision was conducted, and it revealed that the instructions for use (lit. No. 12.23, ed. 03/21) states implant component fracture as a ¿potential medical device problems¿ in combination with the implantation of a hip prosthesis. Due to limited information, it is not possible to conduct a product print review. Since the device is not available, it is not possible to perform an assessment of material characteristics the performed investigation does not lead to an accurately determined cause. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to indicate factors which could have contributed to the reported event. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.".

Manufacturer narrative:
H11: internal complaint reference: (B)(4). D1/d2a/d2b updated. This complaint and MDR submission have been reassessed based on additional information obtained by the manufacturer, including the identification of the medical device involved in the event. It has been determined that the reported device is associated with a different legal manufacturer that the one initially referenced. Consequently, the applicable registration number for MDR 1020279-2025-01486 should be updated to 9613369, replacing the previously referenced number 1020279.

Event description:
It was reported that after undergoing a thr on (B)(6) 2013, patient experienced right leg buckled under isolated load and subsequently there was pain and immobility. In addition, also there a breakage of the shaft. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which, the broken shaft was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the instructions for use documents for total hip systems revealed that adverse events in primary and revision surgery that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include patient bone quality, post-operative patient condition and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after undergoing a thr on (B)(6) 2013, and after a revision surgery in 2014 to replace the femoral head (B)(4), patient experienced right leg buckled under isolated load and subsequently there was pain and immobility. This adverse event was addressed by performing a revision surgery on (B)(6) 2025, during which, a broken shaft of the femoral stem was found and exchanged. Patient's current health status is unknown.